Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing extremely high blood glucose level. The customer changed the infusion set around (B)(6) and that was when they started getting blood glucose of 350 mg/dl. Customer's reading at the time of call was 486 mg/dl. Customer indicated the following symptoms related to their high blood glucose: thirst, unable to sleep and frequent urination. The customer treated their high readings through bolus with the insulin pump. Customer completed troubleshooting and found that the infusion set had a bent cannula. Customer was advised to change the reservoir, infusion set and insulin and treat per healthcare provider's instruction. The product was not returned for analysis.